Event description:
It was reported that the surgeon inserted a competitor's lens and the rear haptic was caught under the plunger of an msi-pm injector and was torn off. The incision was enlarged to remove the lens and another same type lens was implanted. The pt is doing well.